Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a completed pulsed field ablation procedure, the loop catheter array was observed to be inverted. The sheath could not be retracted from the catheter without force. Once force was applied, the sheath was retracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a photo and the pscc100 ablation catheter with lot number was returned and analyzed. The returned image showed a catheter where the array was circular and the guide wire lumen tip was bent. Visual inspection showed the catheter was received with a guidewire threaded in. The guidewire lumen was received retracted and kinked. The shape of the catheter array was inverted. The proximal arm pebax tube was torn. The guidewire was found inserted ant threaded along the guidewire lumen without any damage. X-ray imaging confirmed that the electrode wire was detached from electrode #1. Optical inspection at high magnification revealed the array pebax tubing was, kinked and twisted between the electrode #8 and 9, and pinched at distal arm. Mechanical verification of steering and slide mechanisms showed initial stiffness in the slide control function, attributed likely to dried blood, was encountered, yet still operational. Steering function is normal, with the distal catheter tip responding with approximately 170 degrees of rotation in both directions. Data from the catheter identification chip confirms usage on the reported event date. The catheter was not reprogrammed as the catheter condition would not allow for ablations to be performed using the generator. The electrical continuity test revealed an open loop between electrode #1 and connector pin #1. No other tests could be performed due to the returned condition of the catheter. In conclusion, the reported inverted array was confirmed through testing. The catheter failed the returned product inspection due to the inverted array, proximal arm pebax tube torn, distal arm pebax tube pinch, kinked/twisted pebax tube, guide wire lumen kink, and electrode wire to electrode detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.